Manufacturer narrative:
A full analysis of the data logs and of the patient folder has been performed and concluded that the error obtained by the user was due to the insufficient accuracy of the frame identification results. The threshold limit is 0.5mm, it is a normal behavior of the device to trigger an insufficient accuracy error if the rms error obtained is above this limit. Different causes can be the origin of the inaccuracy but it is not possible to identify the reason of this inaccuracy. The user validated the registration with a rms error above the limit and continued the operation without any issues during the surgery.

Event description:
During frame registration prior to surgery, the field service engineer (fse) performed point selection on CT image of CT identifier box. Completed propagation without issue. Attempted to complete frame identification and got an rms value of 0.72mm in red text with an insufficient accuracy error message. This process was undone and repeated several times using slightly different slices of the image with the same result. Each time allowed team to validate and proceed but still gave insufficient accuracy error. After the 5th time, team validated and proceeded with registration. Guidelines are a threshold of 1mm, getting insufficient accuracy error for 0.72mm rms value.